Event description:
The user facility reported that a 51-year-old male patient implanted with the impella 5.5 for mechanical circulatory support observed leaking out of the red pump handle within two hours of support. As a result, the decision was made to exchange the device. Upon removal, the clinicians noted a significant kink on the catheter near the motor housing. No further information was provided. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported malfunction was completed. The device was returned for analysis. Visual inspection of the pump revealed two puncture holes in the catheter between the 33-cm and 34-cm marks. Additionally, the catheter was significantly kinked near the motor housing. Dried blood was found in the red pump handle. Based on the available information, it was determined that the root cause of the issue was blood ingress due to a hole in the catheter due to improper use. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.